Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) netherlands alleging that their onetouch verio iq meter was reading inaccurately high compared to another onetouch verio iq meter. This complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy first occurred on (B)(6) 2015 at 6pm. At this time the patient obtained a blood glucose result of "10.6mmol/l" on the subject meter and "6.3mmol/l" on the other meter, within 30 minutes of one another. The patient manages their diabetes by self-adjusting their insulin dosage and denied making any changes to their normal diabetes management routine as a result of the alleged product issue. The patient reported that 30 minutes after the alleged inaccuracy occurred they developed the symptoms of "not feeling well and tired"; symptoms which were self-treated by consuming food and/or drink an unspecified period of time later. At the time of troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure setting. The patient performed a control solution test with the csr, but the result which was obtained fell out with the control solution range for the test strip lot being used. The products were replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia, nor did they receive medical intervention for this condition. However, this complaint is being reported because the alleged glucose results exceed lfs's criteria for accuracy.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.